Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2003. The patient's vessels were moderately tortuous, severly diseased and calcified. It was reported that one hour after the procedure the patient becam hypotensive and was brought back to the operating room. The physician found a dissection in the right external iliac artery, which was reported to have been caused by the dilator of a 22 french cook sheath that was used in the case. The vessel was sutured without further complication. No clinical sequelae were reported, and the pt is reported to be fine.